Event description:
Consumer called to report that her vaporizer blew out hot water causing burns to her child's face, head and neck. She states the unit was two feet away from the child at the time of the incident. A high concentration of minerals in the water can cause the unit to over boil and "spit" hot water, this can be caused by adding too much salt to the water contrary to proper use instructions.